Event description:
It was reported that the programmer was unable to establish telemetry with the implantable the cardiac resynchronization therapy defibrillator (crt-d). It was attempted to interrogate the crt-d with the mobile programmer application however the application became unresponsive and displayed an hourglass symbol. It was attempted to use the programmer again but the programmer lost telemetry mid interrogation and was unable to reestablish telemetry. The programmer was swapped out for alternative model programmer and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.